Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "valve of the implant was delaminated".

Event description:
Healthcare professional reported right side rupture. Patient later reported "valve of the implant was delaminated and off." Device has been explanted.

Manufacturer narrative:
Device evaluation: rupture-ndr: not applicable as the event is not related to the device. Delamination: not observed. Additional observations: creases are observed. Broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Dark ring is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
The event of right side rupture has been confirmed to be not device related as patient has ¿history of trauma marked: accident.¿ this event will be unreported.